Event description:
Patient undergoing laparoscopic sleeve gastrectomy. While stapling the stomach, the endo gia black articulating reload with tri-staple technology 45mm extra thick (ref #(B)(4), lot #n4l0112kx) would not load onto the staple handle. Another 45mm load was opened onto the field and it loaded onto the staple handle without difficulty. The procedure was completed without patient harm.